Event description:
It was reported that the procedure was to treat the right anterior tibial artery with calcification. The vessel was accessed via the left common femoral with a 6fr sheath and the command guide wire. The jade balloon was backloaded onto the wire but could not advance into the proper position. The balloon was removed and a new balloon again would not deliver to the desired area. The command guide wire was pulled and it was noted that the coating on the tip of the wire appeared to be peeled/rubbed off. The wire was removed and a new unspecified wire was easily advanced and placed in the correct location. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance was confirmed. The reported peeling/delamination could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon catheter encountered resistance when advancing over the wire. Dimensional analysis of the returned wire confirmed the outer diameter was within specification. Additionally, the wire was backloaded through a proxy balloon catheter with no resistance noted. Testing was also performed on the balloon catheter used in the procedure. The returned wire was backloaded into the balloon catheter with resistance noted. A proxy mandrel was backloaded into the balloon catheter, and again resistance was noted. In this case, it is likely that damage sustained by the catheter contributed to the resistance noted during advancement. Furthermore, it was reported that the wire was noted to be peeling when removed from the anatomy. Analysis of the wire was unable to confirm peeling or delamination. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.